Event description:
It was reported that the atrial lead occasionally showed a high impedance measurement. The cause of the high impedance could not bed etermined so the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154atg implantable cardioverter defibrillator (ICD) (B)(6) 2008; 6947 implantable tachy lead (B)(6) 2008. (B)(4).